Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc instradent ag have tried reach the lot number with the customer, but the information was not provided.

Event description:
(B)(4) - the dentist reported that, 1 month after the dental implant was installed in intraoral region #13, its non-osseointegration was observed. The 25 ncm of primary stability was achieved. The patient presented bone type iii.